Manufacturer narrative:
Updated blocks: b5, e1, e2, e3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon power up the pst observed that there was no screen output. The ccm function was confirmed by using an external light source to view the information on the screen. The ccm was disassembled to access the inverter, and the supply voltage and the dimmer voltage were present and within expected ranges. A luo inverter was installed, and the issue remained. It was determined that the ccm liquid crystal display (lcd) screen did not meet specification. The service repair technician (srt) replaced the lcd display. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) observed that the backlight on the ccm display was not working. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) display was blank. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.